Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Pump was received with a critical pump error (open book image) alarm [and a cracked/detached/partially broken/partially detached retainer ring]. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using [thump. [Critical pump error (open book image) alarm triggered by three consecutive pump error [63] (file number: 2017; line number: 147) critical handling alarmed on 08/01/2023 12:12:57.000 with variable (15). Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1, pcba 2, motor home switch and force sensor]. Unit p-cap locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, cracked case, cracked battery tube threads, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed at the pump case(cracked). Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 (variable=15) (file number: 2017; line number: 147) alarms. Pump error 63 alarms confirmed in the pump history files due to moisture damage on the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage on the exterior of the insulin pump. The customer reported no adverse event. Troubleshooting was not performed. The event involved product(s) mmt-1882. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Mmt-1882 was requested and customer returned the device.